Event description:
It was reported that the procedure was to treat a 90% stenosed left main to left anterior descending artery. Pre-dilatation was performed with a trek balloon and a non-abbott stent was implanted. Post-dilatation was being performed with a 5.0 x 8 mm nc trek when the balloon ruptured at 11 atmospheres during the second inflation. A non-abbott balloon was successfully used to complete the procedure. There was no clinically significant delay in procedure and no adverse patient effects. No additional information was provided.

Manufacturer narrative:
(B)(4). Internal file number - (B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Guide wire: sion blue. Guide cath: heartrail 6f. It is indicated that the device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances that would have contributed to this complaint. Review of the complaint history of the reported lot did not indicate a manufacturing issue. Based on the information reviewed, there is no indication of a product deficiency.